Event description:
Dealer advised end user stated seat is loose. Dealer advised thinks issue may be socket head with patch screw is broken. Dealer advised has not seen the chair. Dealer could not provide any further information.